Manufacturer narrative:
Failure analysis investigation found no physical damage to the returned stapler 45 instrument. The instrument was installed on an in-house da vinci surgical system. The instrument passed engagement and recognition testing. The instrument successfully clamped and fired and then un-clamped on several attempts. Isi reviewed the instrument's log and found that it was last used in a da vinci surgical procedure on (B)(6) 2016 and one green staple reload was fired and then a low rom homing failure occurred followed by 4 consecutive jammed mechanism homing failures. The last install of the instrument appears to have been a successful homing event. It was concluded that the sequence of this sequence of events as found in the instrument's log were unusual, as jammed mechanism failures typically occur at the beginning of procedures on the instrument's first installation. Investigations also found that a broken piece of the stapler release key was lodged in hole 1 of the instrument. However, review of the instrument's log did not find any events that would have prompted the site to use the srk; therefore, the srk breakage could be considered misuse. It is possible that the site tried using the srk intraoperatively after the homing failures in an attempt to unclamp the jaws in order to remove the reload. Use of the srk could result in jammed mechanism homing failures. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken piece of the srk found inside of the stapler 45 instrument during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
Intuitive surgical, inc.(isi) received the stapler 45 instrument for failure analysis investigation with no complaint information.